Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fatal error. The customer stated that they managed to get the medication from another unit that caused a delay in patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fatal error. The customer stated that they managed to get the medication from another unit that caused a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had fatal error. The technical support specialist (tss) updated the health system viewer (hsv) language pack on the station. Field service engineer confirmed tss that issue got resolved but there was no repair info received. Additional information will be added to the record if and when the information is received. The system functioned as intended after the field service engineer repaired the device.